Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure, a farawave pfa catheter was selected for use. Upon purging the catheter, air was present even though several purges of water were already performed on the catheter. No patient complications were reported. The catheter is expected to be returned for analysis. No further information was provided.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device evaluated by MFR.: visual inspection indicated potential adhesive between the outside of the flushing tub and strain relief with the luer. This potential adhesive did not affect the testing nor compromise the operation of the catheter as it was located outside the flushing tube and between the outer surface of the tubing and strain relief with the luer. Flushing through the irrigation port was tested with no obstruction observed and the irrigation of the catheter was functional in all deployment states. Functional testing was performed, and a guidewire was able to be inserted through the catheter with no issue. The catheter's array was also able to be deployed and undeployed with no resistance.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure, a farawave pfa catheter was selected for use. Upon purging the catheter, air was present even though several purges of water were already performed on the catheter. No patient complications were reported. The catheter was later returned for analysis. The issue was noticed just after inserting the catheter inside the patient. The catheter was replaced to complete the procedure.